Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center system does not start, panel stuck. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction were confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed to be caused by a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.